Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The sram was replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the mainframe of the system 9600+ could not initialize. Display error message "checksum error". There was no adverse patient involvement reported. There was no patient information reported.